Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that the arctic sun device was making a loud noise when running. Per additional information updated from ttm on 07apr2026, the nicu sent down s/n (B)(6) stating they were unable to get the flow rate above 0.8 l/min. Biomed wanting to know how they can test the device. Recommended biomed run a functional check on the device to ensure the device was within specs. Explained with neonate pads, these generally have a flow rate of 1.1-1.3 l/min. However, they occasionally see slightly lower flow rates than this. The nurses can call them anytime to help troubleshoot this. Flow rate was 0.8 l/min and higher typically do not impact therapy negatively, so long as the device was not alarming. Biomed stated they will follow the manual to perform a functional check and then call back if needed for tech support. Biomed was doing a functional check on device and stated it was making a really loud noise. Sounds like an airplane or loud washing machine. Biomed stated they were calling back for ts because they believe they just need to send in this device for service.